Event description:
It was reported that a merlin transmission stated that the implantable cardiac monitor exhibited premature battery depletion. No intervention was performed. The physician elected to monitor the device. There were no patient consequences.